Event description:
Event description boston scientific received information that three days post implant this right ventricular lead required repositioning due to loss of capture. However, during the revision procedure, the stylet perforated the lead insulation and therefore, the lead was removed from service. A new lead was utilized and implanted without further incident.